Manufacturer narrative:
Additional information was requested; however, was not made available. This report is submitted april 19, 2017, (B)(4).

Event description:
Per the patient's surgeon, the patient underwent revision surgery (date not reported) due to skin overgrowth at the implant site.

Manufacturer narrative:
It was reported that the patient was hospitalised on (B)(6) 2017 and was treated with IV and oral antibiotics for a duration of 48 hours. Cultures were negative.

Event description:
Per the clinic the patient was hospitalised on (B)(6) 2017 after experiencing pain. The patient was treated with IV antibiotics for a duration of 48 hours. Cultures were negative for growth.